Event description:
A malfunction alarm was reported by the customer, identified with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to continue using the pump and to contact technical support if the issue arises again, which was acknowledged and understood by the customer.